Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and another manufacturer lead was found to have recorded multiple shock impedance measurements of zero ohms. Device data was sent to rhythmcare for review. Data review determined that the other manufacturer lead is most likely too close to the pulse generator resulting in no measurement to be recorded. Rhythmcare then recommended evaluating the system placement via x-ray. This system remains in service. No adverse patient effects were reported.